Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of greater than 500 mg/dl. The customer was uncertain of the suspected cause and delivered a correction bolus. The customer declined to troubleshoot with tandem technical support (cts) however reported that bg levels had stabilized to 266 mg/dl. Additionally, it was reported that the customer received an incomplete bolus alert after delivery of a bolus. Cts explained the cause of the alert to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds), however the customer declined having done this. Customer's bg level was 266 mg/dl. The customer reported that while adding a bg value into the pump, the pump added a time segment with a different carb ratio and correction factor. The customer declined further troubleshooting with cts regarding the alert and settings issue. The customer reported a bg level of 112 mg/dl at the time of the settings issue.